Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of data from a holter monitor found 2 inhibited beats that resulted in the ventricular pause corresponding to the patient's syncope. Boston scientific technical services (ts) provided suggestions for additional testing during the patient's next follow-up. No additional adverse patient effects were reported. This system remains in service.